Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, episodes of post-paced t wave oversensing were observed. Reprogramming resolved the issue. The patient experienced no adverse symptoms and will continue to be monitored.